Event description:
When the client changed guiding from rca to lad he found the coil seriously detached.

Manufacturer narrative:
Results of device eval will be filed in a supplemental report once the investigation is complete. Multiple attempts were made from argon to the customer to retrieve further info regarding the issue. Delay due to lack of info that was critical in determining reporting.